Event description:
A female seen in ER for migraine headache. Intravenous fluids and medication were ordered and given via 24g IV catheter that was started in right hand. Upon completion of treatment and removal of catheter, nurse noted end of catheter missing. X-ray done showing a shadow, which appeared to be the end of the catheter located between the fingers. Exploration of IV site done by physician as well as a venotomy, without success in finding catheter end. Chest x-ray done as well as echo of the heart by pediatric cardiologist, catheter not found. At this point migraine headache was resolved, however, patient complaining of right hand pain. Child was transferred to hospital for further follow-up. Addendum: incident reported to smiths medical.